Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies) and spinal pain. It was reported that the system was revised to a paddle lead from a percutaneous lead and, at the time of the final impedance check, electrode #5 measured >40000 ohms. The rep said the lead was reseated and cleaned several times without a change in the reading. The rep stated that given the location of the electrode with the open circuit and 1). The likelihood that it¿s use would be essential and 2). The additional surgery that would be required for further investigate and remedy the issue, the hcp elected to accept the single open circuit and complete the surgery with the system as it was. It was unknown what factors could have led to the issue and it was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.